Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a gripper actuation issue resulting in an singe leaflettdevice attachment (slda). It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult during the procedure. An xtw clip was successfully implanted with no reported issue. A second xtw clip was advanced in the patient and the leaflets were grasped. However, the anterior gripper did not lower. Troubleshooting was performed but after several attempts the gripper still did not lower. It was impossible to remove the clip from the patient due to the lack of height and the decision was made to deploy the clip. A few minutes after deployment the clip detached from the posterior leaflet (slda). The procedure was ended at this time with a final mr grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult gripper actuation appears to be related to procedure condition (lack of height) and challenging anatomy (large pathology, huge posterior leaflet with prolapse). The report entrapment of device appears to be due to the troubleshooting maneuvers of the gripper actuation. The single leaflet device attachment (slda) appears to be related to the reported gripper actuation issue. The reported poor image resolution also was due to procedural condition. The reported unexpected medical intervention was a result of cases specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.